Event description:
Patient was revised on (B)(6) 2021 due to an infection, approximately 7 months after the first surgery. The surgeon explanted ø32/08 stem, 36+9 cup, two cortical screw, centered glenosphere, two locking screw, one standard screw and glenoid baseplate. The surgeon implanted post extension, two locking screw, excentred glenosphere, 36+6 cup, one standard screw, glenoid baseplate and stem ø32/06.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.